Event description:
It was reported that the patient had a stimulator and it worked for a very short period of time. The patient had to keep turning it up until it wasn't effective at all. Additional information received from the consumer reported that it was about three weeks after it was installed that it was ineffective. The patient stated they have no device now. The patient reported that the circumstances that led to the need to turn up the stimulator included she was trying to enjoy lesser pain and shortly the high pain levels were back and she could not function. The indications for use were non-malignant pain and lumbar radiculopathy. No device issues reported.

Event description:
Additional information received from the consumer reported that the device was explanted shortly after implant as it did not work well for her. The patient was unsure if all components were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.